Event description:
It was reported that the patient received two inappropriate shocks for t-wave oversensing. The physician was not happy that the device discriminator did not withhold due to large r-waves. The lead and device remain in use. No further patient complications have been reported as a result of this event.

Event description:
The device was reprogrammed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted; 5076 implantable pacing lead (B)(6) 2012. (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. One ventricular non-sustained tachycardia episode at 210 ms occurred on (B)(6) 2012.